Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Not reported by practice, complaint received by lab wanting an atlantis remake. The dentist has been asked to send in a complaint form. Lb - (B)(6) 2026. Customer reported - implant loss. Implant lost osseointegration 6 months after loading. New implant was re-inserted once area has healed.